Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had a tumor in the pancreas, renal insufficiency, hypertension, diabetes, and septic shock. The user states that the guide wire was found "damaged", but still tried to use it. As a result, a new kit was opened and used without issue. The death of the patient was reported, however, per the physician the product was in no way related to the passing of the patient.

Manufacturer narrative:
(B)(4).device evaluation: the reported complaint of the guide wire became kinked during insertion was confirmed. The customer returned one guide wire and one photo of the guide wire. No other components were returned. Visual examination of the guide wire revealed three kinks in the wire within the j-bend. Microscopic examination confirmed six kinks all with offset coils between the distal weld and the end of the j-bend. Microscopic examination also confirmed that both welds were full and spherical. A manual tug test confirmed that both welds remain intact. The kinks were measured at 5 mm, 1.1, 1.3, 1.8, 2.0, 2.3 cm from the distal weld. The guide wire measured approximately 685mm in the total length and exhibited an outside diameter (od) measured 0.864 mm. The returned guide wire was within specification for length and od per the guide wire graphic (length: 678 - 688 mm and od: 0.838- 0.877 mm). The instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. The device history record review was performed and did not reveal any manufacturing related issues. Since the guide wire is always inserted through another comp onent such as an introducer needle, ars syringe, or introducer catheter and noneother remarks: of these components were returned, the probable cause of this issue could not be determined. No further action will be taken.